Event description:
An echelon 45 stapler attempted to be used by surgeon. Stapler would not fire, then would not release. Attempted again with new 45 stapler, the same thing happened. Attempted with echelon 60 stapler with green load stapler fired but surgeon unsure of how well it worked. He also noted that on the upper thin side of the stapler jaw on the 60 that it looked bent.